Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all pockets in row a were grayed out. The field service engineer reseated row board cable on all row boards to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer not detected on bus. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.